Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 24, 2021 - may 25, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which showed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined; however the probable cause may be due to inherent variation in the material, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.